Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site test the equipment. Representative reported that motion batteries were replaced to resolve the issue and the charging voltages were verified. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a critical battery error was displayed on the pendant of the imaging system when parking the system. There was no patient present at the time of the issue.